Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated she was having unspecified symptoms of a hypoglycemic event, so her husband called the paramedics. She was taken to the hospital via ambulance and received only oxygen en route; the reason for the oxygen administration was not provided. Although she felt symptoms of hypoglycemia, their blood glucose was checked at the hospital and it showed a value of 117 mg/dl while the cgm reading was 300 mg/dl. Since her glucose level was not low, she was not given any medication. There was no clarification of why she was having the symptoms. It was indicated that the patient used the cgm while pregnant, which is off-label usage of the device. At the time of the report the patient was in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.